Event description:
It was reported that on (B)(6) 2024 5mm x 4mm amplatzer duct occluder was selected for an implant using a non-abbott device. While deploying the device,the physician noted that the device was not taking desired shape and appeared cobra, so the physician retrieve the device from the patient prior to release from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. No device was implanted. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.